Manufacturer narrative:
Our first assessment points out what seems to be that the severe ecchymosis reaction appeared after the injection of the product in the treated areas. The doctor has been contacted to obtain more information on the initial diagnosis and the management of the adverse reaction. Product reference, batch number, medical decisions have been requested. The results of these investigations will be communicated in the final report. Furthermore, as the product had been injected in the patient, no product return will be performed. Ecchymosis occurring after injection are well-known and documented adverse reactions following injections of hyaluronic acid fillers. They are related to the traumatic environment of the injection and are usually of spontaneous resolution. Moreover, the risk of such effects is mentioned in the instruction for use of our product and are mentioned in the following publications: de boulle k, heydenrych I. Patient factors influencing dermal filler complications: prevention, assessment, and treatment. Clin cosmet investig dermatol. 2015;8:205-14 http://www.ncbi.nlm.nih.gov/pubmed/25926750 . Signorini, m., et al. (2016). "Global aesthetics consensus: avoidance and management of complications from hyaluronic acid fillers-evidence- and opinion-based review and consensus recommendations." Plastic and reconstructive surgery 137(6): 961e-971e https://www.ncbi.nlm.nih.gov/pubmed/27219265.

Event description:
According to the received information, 6 days following the injection of the product, the patient went to the emergency room and presented with severe ecchymosis. Another diagnosis was mentioned by a different doctor: thrombosis of the facial artery due to the injection of the product. At the date of this report the patient have fully recovered. This incident happened outside the united states, in (B)(6).